Event description:
A 67 yr old wg3p3 female status post bilateral sublinframammary 265 cc dow corning gels for augmentation 9/8/75-8/25/76 replaced with 250cc dow corning gels. Right rupture on mammography-removed bilateral ruptured implant & replaced with 250cc saline multiple open and closed capsules. Local & systemic complaints-arthralgias, (+am stiffness), myalgias, parathesias/dysethesias, spasms, swelling, fatigue, sleep disturbance, recurrent infection, hot flashes, headaches, visual problems, weight gain, gi problems, easy bruising-takes 2 yrs to improve ect...otherwise healthy.